Manufacturer narrative:
These events were identified in a literature review. Fracture and seeding are known documented risks associated with cryoablation. Fracture will be added to the device's product labeling as a potential adverse event. The devices were not returned and there were no device malfunctions reported in the article.

Event description:
This complaint is derived from a literature article publicized in international journal of hyperthermia 2018 titled "percutaneous image-guided ablation of bone metastases: local tumor control in oligometastatic patients." Cryoablation with CT guidance was performed using one or more of galil medical's cryoprobes, icesphere, icerod or iceforce on 37 bone metastases (bm). Target bm originated from thyroid (n=11, 22.5%), breast (n=21; 42.9%), lung (n=8; 16.3%) or other (n=9; 18,3%) cancers. Mean follow-up was 34.1 ± 22 months. The article reported that two patients had major complications in the cryoablation group requiring interventional or surgical treatments, including one patient with a fractured scapula (delayed onset at 30 days) and one patient with seeding (delayed onset at 150 days). It was not reported which cryoablation needles were used on these patients.